Event description:
Customer got in touch to say that after removing prosthesis, it was impossible to withdraw the guide. The whole thing was taken out and another .stent was used in it's stead. Customer says that item is available and also not so will have to confirm.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.